Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was in the 450's mg/dl range. The occlusion alarms were resolved by either performing infusion set changes or clearing the occlusion alarm without the need to perform any supply changes. Tandem technical support educated the customer in possible causes of occlusions (inflammatory response at the site area, or blockage in the tubing) and using pump supplies per labeling.